Event description:
The device was used during a radical prostectomy procedure. Reportedly, dehiscence occurred through fasia in peritoneum six weeks post-operatively. The surgeon re-appled suture to close fascia.